Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the customer experienced hyperglycemia with a blood glucose level of 416 mg/dl. Customer did not mention any treatment and symptoms related to high blood glucose level. Customer stated that insulin pump had motor error and had no delivery alarm. The drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or test for motor error alarm and no excessive no delivery or occlusion alarm due to a33 alarm.